Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebt1747 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC placed and procedure went well. The line was flushed post insertion when it was noted that it leaked. It was stated the leak was around 41cm, which was the actual insertion length, therefore could not have been caused by an accidental cut to the line. Another PICC was placed.